Manufacturer narrative:
Software investigation completed. This is not a software issue. Site used the application in an off label way by interfacing the navlock with a competitor's instruments and they were unsuccessful. Software functioning as designed.

Manufacturer narrative:
Patient information provided. New information was received that the reported event resulted in a patient death due to hemothorax and bleeding to death following the spinal surgery.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by nuvasive. Additional information: on (B)(6) 2017, two hospital operative reports regarding the reported event were received. Patient identifier provided from operative report received.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The surgeon was using non-medtronic instruments with the medtronic navlock trackers for this procedure. No specific measurement of the inaccuracy, or further details, were provided. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. A medtronic representative, following-up at the site, reported the surgeon deemed being 1 centimeter inaccurate and was unsure of the direction. Confirmed that the surgeon discontinued the use of the navigation system. There was no delay to the procedure reported. A medtronic representative performed a navigation system check-out, all areas passed. O-arm 1000 imaging system was tested with both stealthstation s7 systems. Systems performed as intended. Reported issue could not be replicated. No further issues have been reported.